Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a large air bubble in her reservoir. The patient's blood glucose at the time of incident was 288 mg/dl. Troubleshooting was initiated and the customer confirmed that she did not rewind the insulin pump with the reservoir inside of it. The customer was able to push the air bubble out during the rewind process. The reservoir will not be returned for analysis.